Event description:
A healthcare facility reported to our sales rep that the seal of rt040m full face mask was separated from the shell prior to opening of the package. No patient consequence was reported.

Manufacturer narrative:
An eval was conducted based on the event descriptions, previous investigations and returned device. Results: from the event description this appears consistent with the situation we are aware of where seals can detach from the base of the mask. Our records indicate that two complaints of this nature have been received for the given lot number. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.046%.